Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-17873. It was reported that the patient developed a pocket infection that led to erosion. The entire system was explanted. Patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.